Event description:
The customer reported the system was unable to perform fluoroscopy x-ray. The field engineer noted that the console intermittently freezes. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cpu board. The system operates as intended.